Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose was almost 300 mg/dl. Explained the possible causes of the alarm. Customer decided to change her infusion set and will monitor the insulin pump. No further information provided.